Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, this patient had recurrent middle ear infections. In 2006, it was determined that the electrode array was no longer in the cochlea. During revision surgery in 2006, a cholesteotoma was discovered and removed. The device was explanted and a new device implanted in this ear and the contralateral ear.